Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 with biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained. The customer reported 4 patients were tested, 2 of the patients were re-sampled and the results were negative. There was no information provided regarding the 2 patients that did not resubmit sample. The patient self quarantined. (B)(4) the following information was provided by the initial reporter: (3 of 4) it was reported that four false positive results while using cat 444213 multiple lot all positive results exhibited real amplification that was close to the limit of detection. Even a repeat sample exhibited late amplification on n1, confirming it was likely a true low positive. There were no apparent instrument issues or evidence of significant contamination. Per customer, four specimens were reported positive. Two of the specimens were recollected per provider's requests and the results were negative. Initial results were reported to patients and they were quarantined while waiting for repeat result. Customer could not provide additional information about the two patients that did not resubmit a specimen. Sample #1: run #1092, lane a2, accession number (B)(4)((B)(6) 2021), biogx lot #k21-224 repeat sample: run #1100, lane a2, accession number (B)(4)((B)(6) 2021), biogx lot #k21-211 sample #2: run #1093, lane a10, accession number (B)(4)((B)(6) 2021), biogx lot #k21-224 repeat sample: run #1100, lane a1, accession number (B)(4)((B)(6) 2021), biogx lot #k21-211 sample #3: run #1114, lane b5, accession number (B)(4)((B)(6) 2021), biogx lot #k21-211 repeat sample: client did not resubmit a new sample sample #4 was performed on run #1131, lane b3, accession number (B)(4)((B)(6) 2021), biogx lot #k21-206 repeat sample: client did not resubmit a new sample customer reports that they had four patients positive for n1 on different dates for the same provider. Results were reported to patients and results were questioned by both the provider and patients. Two out of the four specimens were recollected and repeated using the bd max and results were negative. Customer states that, between each run, the bd max racks, interior of instrument, and surrounding countertops, keyboards, pipettes, etc are cleaned with 10% bleach followed with water. Daily, the room (all counters, cabinets, handles, keyboards, mice, etc¿)is cleaned with cavi-wipes and/or chlorox disinfectant wipes. Em were performed with no positive results. Customer could not provide date. No bubbles noticed in pcr cartridge. All samples are nasal in viral transport media. Customer used 750ulof the sample. .

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant result when using biogx sars-cov-2 osr for bd max system (ref 444213) lots k21-206, k21-211 and k21-224 was performed by the review of the manufacturing records, review of customer¿s data and verification of complaints history. Data analysis has revealed that that bd max¿ exk¿ tna-3 kit lot #1039503 was used in combination with the bd biogx sars-cov-2 lots identified in the complaint. The investigation was conducted by bd and biogx. This kit of bd max¿ exk¿ tna-3 lot was therefore included in the investigation. Biogx review of the quality control testing data indicates that kit components for lots k21-206, k21-211 and k21-224 perform as expected and meet biogx performance criteria. Review of the manufacturing records of bd max exk tna-3 indicated that lots #1039503 was manufactured according to specifications and met performance requirements. The customer reported discrepant results for four patients. They obtained positive results for n1 on different dates for the same provider. As results were questioned, two out of the four specimens were recollected and repeated using the bd max and results were negative. Customer provided five run files (run #1092, 1093, 1100, 1114 and 1131) from instrument ct1534 for investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the biogx sars cov-2 instruction for use. Manual pcr curve adjudication was conducted across four samples mentioned in the complaint text: a02/run 1092, a10/run 1093, b05/run 1114 and b03/run 1131. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of pcr curves for all four samples show late but true amplification for n1 target. Other samples were collected and tested for patients associated with a02/run 1092 and a10/run 1093. Testing was performed on run 1100 where a01 sample correspond to a10/run 1093 and a02 to a02/run 1092. Manual pcr curve adjudication was conducted and, although the status was negative, a very weak amplification was detectable in a01/run 1100 lane. No amplification signal was detectable for lane a02/run 1100. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or cross contamination introduced during the sample preparation at the customer¿s site. Overall, bd was unable to confirm the exact cause of the customer¿s positive results. There is no indication of an increase in complaints for discrepant result for biogx sars-cov-2 osr lots k21-206, k21-211 and k21-224. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd & biogx product manufacturer did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars-cov-2 with biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained. The customer reported 4 patients were tested, 2 of the patients were re-sampled and the results were negative. There was no information provided regarding the 2 patients that did not resubmit sample. The patient self quarantined. (B)(4). The following information was provided by the initial reporter: (3 of 4). It was reported that four false positive results while using cat 444213 multiple lot all positive results exhibited real amplification that was close to the limit of detection. Even a repeat sample exhibited late amplification on n1, confirming it was likely a true low positive. There were no apparent instrument issues or evidence of significant contamination. Per customer, four specimens were reported positive. Two of the specimens were recollected per provider's requests and the results were negative. Initial results were reported to patients and they were quarantined while waiting for repeat result. Customer could not provide additional information about the two patients that did not resubmit a specimen. Sample #1: run #1092, lane a2, accession number 2104017048 (04/01/21), biogx lot #k21-224 repeat sample: run #1100, lane a2, accession number 2104020097 (04/02/21), biogx lot #k21-211 sample #2: run #1093, lane a10, accession number 2104010245 (04/01/21), biogx lot #k21-224 repeat sample: run #1100, lane a1, accession number 2104020100 (04/02/21), biogx lot #k21-211 sample #3: run #1114, lane b5, accession number 2104060157 (04/06/21), biogx lot #k21-211 repeat sample: client did not resubmit a new sample sample #4 was performed on run #1131, lane b3, accession number 2104090149 (04/09/21), biogx lot #k21-206 repeat sample: client did not resubmit a new sample customer reports that they had four patients positive for n1 on different dates for the same provider. Results were reported to patients and results were questioned by both the provider and patients. Two out of the four specimens were recollected and repeated using the bd max and results were negative. Customer states that, between each run, the bd max racks, interior of instrument, and surrounding countertops, keyboards, pipettes, etc are cleaned with 10% bleach followed with water. Daily, the room (all counters, cabinets, handles, keyboards, mice, etc¿)is cleaned with cavi-wipes and/or chlorox disinfectant wipes. Em were performed with no positive results. Customer could not provide date. No bubbles noticed in pcr cartridge. All samples are nasal in viral transport media. Customer used 750ulof the sample. .